Event description:
During an atrial fibrillation procedure, air leaked from the sideport of the sheath. After introduction of the non-abbott (boston scientific) farapulse catheter into agilis sheath, it was noticed upon aspiration that bubbles were present in the lumen flush side port of the sheath. Continued aspiration resulted in more bubbles. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.